Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that slight extra force was applied against the reported resistance and the hub separated. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the combination of the reported difficulty removing the device and the violation of the IFU contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na.

Event description:
Subsequent to the initial filed report, additional information was received: the guiding catheter that the 3.0 x 12 mm trek balloon dilatation catheter met resistance with was 6fr. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex coronary (lcx) artery. Post successful inflation and deflation, a 3.0x12mm trek balloon dilatation catheter (bdc) met resistance with a guide catheter during removal and slight extra force was used to remove the device against the resistance. The hub separated from the delivery catheter; however, the delivery catheter was able to be withdrawn without issue. No other device was needed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.